Event description:
Nurse used alove vesta perineal solution ii for pt care. She was wearing gloves during use, stated that after using product her wrists became itchy. Within 30 minutes her hands and lower arms developed welts and her eyes, to both checks, became swollen shut. She denies rubbing her eyes after using product or spraying product into eyes. She was taken to emergency room where treatment for reaction included benadryl 50mg IV, epinephrine IV, and solu-medrol IV. Symptoms subsided after 2 hours and she was discharged to home. She reports that all swelling disappeared within 24 hours; she was out of work for next two days.